Event description:
It was reported that the ilet bionic pancreas displayed an empty-cartridge screen while approximately 35 units of insulin remained, after which the user was guided to refill tubing and reconnect, and blood glucose was elevated at 381 mg/dl and later trending down to 353 mg/dl; the user inquired about changing the cartridge without changing the infusion site and was advised to perform a full supply change, with optional guidance for infusion-set-only replacement. Symptoms included hyperglycemia. Outcomes included ongoing device use with blood glucose trending downward without medical intervention. Investigation included troubleshooting and education with user guidance on cartridge, tubing, and reconnection steps. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that no device malfunction could be confirmed and that user supply replacement and monitoring were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.